Manufacturer narrative:
Device evaluated by MFR: the synergy ii us mr 3.00 x 16mm device was not returned for analysis. However, an image was attached to the main complaint showing a device with a break in the hypotube shaft.

Event description:
It was reported that shaft break occurred. The target lesion was located in the distal bifurcated left main artery. A 3.00x16mm synergy drug-eluting stent was advanced for treatment; however, during the procedure, a break occurred in the mid catheter shaft. Everything was removed from the patient and the procedure restarted. No patient complications nor injuries were reported.

Event description:
It was reported that shaft break occurred. The target lesion was located in the distal bifurcated left main artery. A 3.00x16mm synergy drug-eluting stent was advanced for treatment; however, during the procedure, a break occurred in the mid catheter shaft. Everything was removed from the patient and the procedure restarted. No patient complications nor injuries were reported.